Event description:
Spontaneous report. (B)(6) hhrn requested new curlin pump as the current pump is not working properly and taking more than the usual time. Pt infuses 400 ml and pump was program for 410ml volume -infusion completed but there is approximately 25 ml volume left in a bag. Rph helped her reprogram the pump for remaining volume@ 120 ml per as continuous infusion. No missed dose or adverse event reported; pump available for return when received by pt. No additional information provided. Reported to (B)(6) by: health professional.